Event description:
New information received stated that the patient received the pulse generator implant postpartum because her heart needed support. The patient's heart has now normalized and was no longer in need of the pulse generator system. A system explant was being discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician observed multiple episodes of noise on the right ventricular lead. The physician then deactivated the high voltage therapy function and elected to continue to observe the lead for any additional incidents. The patient was reported to be in stable condition.